Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported the patient experienced discomfort/pain located at the ipg site. As such, surgical intervention was taken where the ipg was explanted and replaced (related manufacturer reference number: 3006705815-2022-18262), the pocket site was made lower within the same pocket.

Event description:
Discomfort at the ipg site has resolved.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.